Manufacturer narrative:
Additional pro codes in block d2b, nhl, pjs.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced difficulties aligning the charger to their implantable pulse generator (ipg) soon after the procedure. It was noted that the ipg was implanted too deep and was not connecting with the charging kit per the physicians assessment. The patient underwent a procedure where the ipg was repositioned to the proper depth before completing the procedure. The ipg remains implanted, and the patient did well post-operatively.